Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had increased back and lumbar pain. Interventions included medical or non-surgical therapy and facet infiltration l3l1 on (B)(6) 2016 interventions included reprogramming. An x-ray was done on (B)(6) 2016 and showed degenerative disc suffering. A CT scan on (B)(6) 2016 showed no hernia. A electromyogram was done on (B)(6) 2016. The etiology was related to the device or therapy, not related to the implant procedure, other - pre existing condition, and due to programming. There was no device deficiency. The patient outcome was ongoing. Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included surgical treatment specifically fusion t12l1l2. A CT scan without contrast showed degenerative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study via the manufacturer representative. The etiology was confirmed. The principal investigator didn't see the benefit of an operation but the patient insisted on an operation. The patient went to another hospital where she got the infusion against the pi advice. No additional information will be available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event resulted in in-patient or prolonged hospitalization.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the fusion on (B)(6) 2016 due to degenerative disc disease pertained to l3, l4 (not t12l1l2). No results were available regarding the emg on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. It was reported that the emg results were normal on (B)(6) 2016. Sacral infiltration was performed on (B)(6) 2017.